Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead was replaced due to the patient twiddling causing the lead to twist in the heart and the pocket. As the lead was being extracted, the helix stretched and a piece broke off and remains in the patient. The lead was replaced. No further patient complications have been reported as a result of this event.